Event description:
A user facility reported that the physician inserted the lma into the patient, proceeded to inflate the lma with difficulty but it would not seal. Additional inflation was attempted but the device would not hold pressure. The physician removed the lma and discovered that it had a tear in the valve collar. The lma was replaced with another lma. It was reported that there was no pt injury or problem. The user facility has returned the lma-classic for eval.